Event description:
It was reported that an alert of pacing lead impedance low and out of range was observed via merlin.net transmission. Clavicle crush was confirmed by x-ray on both rv and atrial leads. The leads were replaced. There were no further consequences for the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.insulation damage was noted at 27.5-28.5cm from the connector pin consistent with clavicle crush damage. The sensing and svc conductor insulation were abraded. This is consistent with the observation from the field of low pacing impedance.